Event description:
On (B)(6) 2014, a customer contacted bio-rad laboratories technical support department concerning a result obtained when running the bio-rad ebv vca igg assay with a microplate reader. The user-defined program for this assay on the microplate reader was incorrectly programmed by the customer to not include the equivocal range result interpretation for 0.9-1.1 index as mentioned in the package insert. Due to this error, a patient test result of 0.948 index which should have resulted in "equivocal" result interpretation resulted in "negative" result interpretation. The customer caught the error and correctly reported this patient result as equivocal. On (B)(6) 2014, the customer reported 12 samples that were incorrectly reported as negative instead of equivocal upon performing a look back of previous runs of this assay.